Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent did not cross lesion. No additional event or patient information is available. This is being reported based on the returned product evaluation which revealed that the stent was dislodged from the stent delivery system, and was in the protective sheath.

Manufacturer narrative:
Results - a conclusive root cause for the stent dislodgement was unable to be determined. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was dislodged from the balloon and returned inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damge noted to the tip or inner member. There was no damge noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident information and the returned device analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection and accessory device support. The patient anatomy was not described in this case, which may have aided the investigation. Although unrelated to the failure to cross as reported, the sds was returned with the stent dislodged from the balloon and inside the orange protective sheath. Stent dislodgement can be effected by numerous factors including, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the analysis revealed that there were crimp marks evident on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, dimensional analysis of the device indicated that the tip seal length, outer diameters of the stent implant and inner diameter of the protective sheath all met manufacturing criteria. It is possible that the stent may have become loose and dislodged due to handling during or after the procedure or possibly as a result from packaging for shipment back to abbott vascular for analysis, through this could not be confirmed. To ensure this type of damage is not a result of a manufacturing related issue, all sds are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. However, based on the information received with this complaint and the returned device analysis, a conclusive root cause for the failure to cross and subsequent stent dislodgement cannot be determined. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with the lot and all on-line inspections and testing met manufacturing criteria. Product performance engineering will trend and monitor the experience circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all products are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent movement. This MDR is considered closed by the product performance group.